Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. The site reported that they have been monitoring the patient and at this time consider the issue resolved. No additional information was made available after multiple attempts. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site was questioning the accuracy of the cardiomems sensor data. The site reported that the patient was hospitalized and treated for hypervolemia and was discharged. Further information has been requested.